Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon is wanting to exchange an implantable collamer lens due to low vault with lens rotaton.

Manufacturer narrative:
H1 - corrected to : malfunction in the initial MDR. Claim # (B)(4).